Event description:
This complaint is now reportable based on the analysis completed 02/22/2008. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. No complications were reported, however, the returned product confirmed that there was stent damage. The patient presented to the index procedure following an acute myocardial infarction. The target lesion was the mid circumflex. The lesion was 4.5 mm wide, 20 mm long, and with 80% stenosis. This was a long lesion and prior brachytherapy had been performed. There was a 90 degree bend in the lesion. The physician predilated the lesion prior to stenting. The physician then implanted a 5.0 x 12 mm taxus express2 distally. Then the physician planned to implant a 4.5 x 16 mm taxus express2 stent proximally. However, the stent couldn't be delivered to the target lesion. So the physician used 4.0 x 8 mm taxus express2 and completed the procedure successfully. Patient condition was stable. The patient was discharged on aspirin and plavix.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The stent had also moved distally on the balloon approximately 3 millimeters. Microscopic examination of the material surrounding the damaged struts did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Final sds inspection includes a visual inspection of the balloon, and stent location and appearance. Damage of this nature is usually the result of the catheter being subjected to some positive pressure prior to the stent deployment. A review and analysis of all the available information is insufficient to determine an exact root cause. Therefore, the most probable root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which limited the performance of the device. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specs. A CAPA has been initiated to address this issue.